Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: j10858r35, implanted: (B)(6) 2001, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown baclofen (2000 mcg/ml at 399.7 mcg/day) via an implanted pump. The indication for use was intractable spasticity and cerebral palsy. It was reported the patient was having a pump replacement due to end of life and the catheter was potentially clogged on (B)(6) 2019. The catheter was revised to correct the issue. There were no symptoms reported. Additional information received from a healthcare provider via a manufacture representative reported it was not confirmed if the catheter was clogged. It was noted the doctor felt the catheter was clogged post eri replacement so the entire catheter was replaced. There was no cause of the catheter revision provided. The issue was resolved and the device will not be sent back to the manufacture. The patient's weight was unknown.